Event description:
A graft implanted in 2000, occluded 9 months later. Blood leakage was also noted all along the graft. Graft was explanted and a vein bypass was then performed. Very limited info was provided by the institution. At the time of writing, the MFR has been told that the pt died. Physician confirmed that the death was not device-related.